Manufacturer narrative:
The insulin pump was received with all operating currents within specification and it passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, and displacement test. The device had intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. The device had cracked case at display window corners, cracked display window, cracked reservoir tube window corners, cracked reservoir tube window, minor scratches on the lcd window, partially broken reservoir tube lip, and partially broken battery tube threads.

Event description:
Customer reported via phone call, he was having issues with the insulin pump. The numbers on the device started to ramp on the screen, while he was attempting to bolus. Customer's blood glucose was 600 mg/dl greater. Customer didn't recall any significant event which may have caused the keypad. However, the customer was hospitalized for the high blood glucose. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for further analysis.